Event description:
The rptr did meter to lab comparison tests. Results were 139 and 101 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. No harm was alleged. Attempts to contact the rptr for further info have not been successful.